Event description:
It was reported that black specks were discovered inside the packaging of the suction irrigator.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black specks were discovered inside the packaging of the suction irrigator.

Manufacturer narrative:
The device was not returned for inspection in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: black specks inside the packaging probable root cause: 1. Incorrect or inadequate packaging, 2. Severe shipping conditions, 3. User error. The reported failure mode will be monitored for future reoccurrence.